Event description:
During a ptca/atherotomy treatment procedure involving a 90% in-stent restenosis in the proximal to middle portion of the lad coronary artery, the viva balloon was suspected to have ruptured at 8 atm's on inflation. The viva balloon catheter was removed and replaced with a cutting balloon catheter to complete the procedure. The procedure was successfully completed. No patient injuries were reported.